Event description:
The user facility reported coating coming off the device, posing the risk of material being lost in a surgical site, during preparations before a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.

Manufacturer narrative:
Manufacture date: follow-up report submitted to document device evaluation results. Product not available.

Event description:
The user facility reported coating coming off the device, posing the risk of material being lost in a surgical site, during preparations before a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.